Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) ( 2 patients). All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a falsely elevated alinity I free t4 result generated on the alinity I processing module for 2 patients. The following data was provided: on (B)(6) 2024: (B)(6) at 10:31: ft4 result = 34.48 pmol/l, (B)(6) at 11:47: ft4 result = 15.55 pmol/l. On (B)(6) 2024: (B)(6) at 10:31: ft4 result = > 64.35 pmol/l, (B)(6) at 11:19: ft4 result = 16.45 pmol/l. The normal range for alinity I free t4 per package insert is 9.01 to 19.05 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57272ud00, however, accuracy testing was completed with an in-house retained kit of the complaint lot, which indicates the product were performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 57272ud00 was identified. Update to b5 - describe event or problem: on (B)(6) 2024, it was identified that reagent lot 59141ud00 was being used for sample ID (B)(6) that generated elevated free t4 results. These patient's sample results will be submitted under MFR # 3005094123-2024-00648 capturing the added reagent lot for alinity I free t4.

Event description:
The customer reported a falsely elevated alinity I free t4 result generated on the alinity I processing module for 2 patients. The following data was provided: on (B)(6) 2024:(used reagent lot 57272ud00); sid (B)(6) at 10:31: ft4 result = 34.48 pmol/l and sid (B)(6) at 11:47: ft4 result = 15.55 pmol/l. On (B)(6) 2024:(used reagent lot 59141ud00); sid (B)(6) at 10:31: ft4 result = > 64.35 pmol/l and sid (B)(6) at 11:19: ft4 result = 16.45 pmol/l. The normal range for alinity I free t4 per package insert is 9.01 to 19.05 pmol/l. On (B)(6) 2024, it was identified that reagent lot 59141ud00 was being used for sample ID (B)(6) that generated elevated free t4 results. These patient's sample results will be submitted under MFR # 3005094123-2024-00648 to capture alinity I free t4 reagent lot 59141ud00. There was no impact to patient management reported.